Event description:
It was reported that during an anterior cruciate ligament and meniscus surgery after tensioning, testing and cutting the remaining suture of the tightrope a sound was heard and then it was noticed through the scope that the tightrope cutoff from the femoral side. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-1588btb). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to mishandling of a hand instrument causing damage/cut to suture.